Event description:
The manufacturer received information alleging atrilogy100 ventilator, international device failed at f1 with p1 with auto null valve opened at 30.00cmh2o test after routine preventative maintenance at a third-party service center. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the trilogy100 device at the third-party 's service center the technician recommended replacing the device's sensor board to address the issue. Additionally, the device's active exhalation control module will need to be replaced due to a broken cable. No repairs were done. Customer requested the unit to be sent unrepaired. Device will be processed as unrepaired.